Event description:
It was reported that foreign particles were detected inside forty-two (42) minicap transfer sets. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, forty one (41) photographs of the samples were provided for evaluation; a photograph of one more sample was not received and therefore, could not be evaluated. The photographs were visually inspected which showed fourteen (14) with round black particulate matter (pm) on the silicone tubing. The sample analysis was unable to determine if the particles were loose or embedded. Fourteen (14) photographs showed loose thin, black pm that appeared to be ¿fuzz¿ and (3) photos showed hair on the silicone tubing. The pm was outside the fluid pathway, extrinsic to the manufacturing process. The reported condition was verified. The cause of the condition was related to manufacturing during the manual assembly process. The remaining ten (10) photos were not able to identify the presence of any pm due to the quality of the photos; therefore, the reported issue could not be verified on those photos. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.